Manufacturer narrative:
(B)(4). Follow up report will be filed if add'l info becomes available.

Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction. A sheath was not used. The iab was inserted into the pt femoral artery. Two minutes after the iab was inserted, the pump alarmed "helium loss - kinked catheter alarms". The console was exchanged and the alarms continued. As a result, the iab was removed and another iab was inserted. The second iab was inserted over the same spring wire guide (swg) in the left femoral artery. There were no reported pt complications. Add'l info received on 02/02/2010 from the cath lab mgr stated that the second insertion was in the same location as the first iab and that the pt is "fine".